Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer placed pump into exercise mode for 30 minutes and ate raisins to address bg. Customer updated their pump settings to address the event.